Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/17/2018. Also on 8/17/2018, mentor received additional information: as a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 350cc saline prostheses on (B)(6) 2018; catalog # 3501655, s/ns (B)(4). Device evaluation summary: the device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered two rents. Rent a was measured with < 0.1 cm approximately within shell abrasion and a crease at the posterior aspect and rent b was observed within a crease measuring approximately 0.7 cm on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced deflation on the left breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.